Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs assay (tnths) on a cobas e 411 immunoassay analyzer (e411). The erroneous result was reported outside of the laboratory. The sample initially resulted as 74.1 ng/ml. The sample was repeated, resulting as < 5 ng/ml. Other cardiac marker tests and did not agree with a diagnosis of myocardial infarction. The clinic also did not believe the patient had a diagnosis of myocardial infarction. No adverse events were alleged to have occurred with the patient. The tnths reagent lot number and expiration date were asked for, but not provided. The customer believes the issue to be related to a pre-analytic sample handling issue.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.